Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary evaluation revealed that the teflon jaw was found partially detached and burnt. The outer sheath of the insertion section was loose and buckled.

Event description:
It was reported that the device was returned for repair. There was no patient injury reported. No additional information was provided.